Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of cable fell out was confirmed. Device evaluation found that the reported issue was due to a faulty cable. Additionally, other evaluation findings include the following: cable flooding, flooding in the main body and imaging section, free lock lever corrosion, electrical contact corrosion, scope mount was corroded and heavy in operation. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. It may cause the camera cable to break. Do not bump or drop this device. Water leakage may cause damage to the electrical circuits inside the device. The cause was linked to device but unable to trace more specifically. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head cable fell out. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information provided by the customer (see section: b3, b5, e2, e3, g2). The investigation was completed on february 1st, 2024 and the results of the investigation were already reported on the initial MDR#.

Event description:
The issue occurred during procedure, and the therapeutic procedure was completed with a similar device after delay in procedure.